Manufacturer narrative:
To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve to bypass procedure. The surgeon was using the stapling devices to make the gastric pouch and fired the stapler across the ng tube that was used to suck the air out of the stomach. The stapler was able to fire but the staples did not form correctly across the ng tube. Removed the stapled ng tube from the gastric pouch. After the case, the surgeon realized that there could be a portion of the ng tube left behind in the remnant of the stomach. Performed a diagnostic laparoscopy to confirm and removed an additional piece of the ng tube from the stomach. The piece in the proximal portion of the gastric pouch was removed. They had to perform a re-op to remove the distal portion that was left in the remnant portion of the stomach. The surgical time was extended by more than thirty minutes. The patient outcome is alive, no injury.